Manufacturer narrative:
A cartridge lot number search was performed and two similar complaints were found. Conclusions: based on the complaint and the lot number search, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the lens tore. The lens was removed with no pt injury. Another same type lens was implanted and the pt's current prognosis is good. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector.